Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped balloon is inflating asymmetrically despite following IFU directions for when this happens. No patient adverse events reported.